Manufacturer narrative:
One non-sterile enterprise package box was received open inside a plastic bag containing a coiled delivery wire. Per visual analysis, the delivery wire was received inserted inside the introducer tube and the enterprise stent within (not deployed). No other components from the enterprise system were received. The involved microcatheter was not received. The stent was inspected under microscope and no anomalies or damages were observed. A functional test was performed. Delivery wire was inserted into a lab sample microcatheter and the stent was successfully passed through, along the microcatheter. No anomalies or impeded condition found during insertion. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging lake region and cordis lot number 10414056. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer that the delivery wire impeded was not confirmed. Visual analysis and functional test were successfully performed on the received enterprise unit. The cause of the event experienced by the customer could not be conclusively determined. Analysis and DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Concomitant devices: prowler select plus (details unknown); another enterprise stent (details unknown). UDI: (B)(4). Note: the expiration date was not entered into the complaint software at the time of this report and will need to be manually researched. The complete UDI string will be provided in a supplemental report. The device is expected to be returned; however, has not yet been returned. Additional information will be provided within 30 days. No conclusions are made at this time.

Event description:
The contact at the facility reported that the stent (enf452800/10414056) did not advance through the prowler select plus (details unknown). The physician used another same sized stent. The procedure was successfully done. At initial contact the product was available for return.

Manufacturer narrative:
Manufacture date (h4) and expiration date (d4) provided. (B)(4).